Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of blockage with seven infusion sets where the blockage is located in the tubing and was alerted by alarm 2. Patient's blood glucose level at the time of event was reported to be high therefore, patient used correction injection via mdi. Patient changed supplies as necessary and resumed insulin therapy. No further information available.